Event description:
Event description guidant received information that while performing a routine follow-up of this implantable pacemaker, impedance measurements in both the atrium and ventricle were > 2,500 ohms. Subsequently, the impedance measurements were normal through a pacing system analyzer (psa). In addition, the device reached elective replacement time (ert) after 10 months. Due to the patient have chronic atrial fibrillation, the physician elected to surgically abandon the atrial lead, and implanted a new single chamber guidant pacemaker.